Event description:
Pt had augmentation in 5/89. She has had multiple problems post-op including bilateral capsule formation and significant pain in right arm and breast. Glandular tissue is protruding over implants bilaterally inferiorly. Mass in left. Breast benign per mammogram.